Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening and fold creases. A weight test of the device was verified. And the device overweight. A microscopic analysis was performed which identified, one opening striated and wear abrasion. Creases/folding of implant condition that was indicated, in the complaint was observed. Nevertheless, it is considered, non-related to the manufacturing process, since the device was received out of their primary packaging. And is an explanted device. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.